Event description:
It was reported, PICC leaking when flushed, no leakage noted in any of the lumens. Patient impact, extravasation. PICC used for tpn. Rewiring migrated PICC. Initial PICC insertion: no complications trim length 45, ext length 5, internal length 40, inserted left basilic. Securacath used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc catheter was returned for evaluation. An initial visual observation of the photograph showed a circumferential split in the catheter tubing. No details of the damage could be discerned from the returned photograph. Use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, PICC leaking when flushed, no leakage noted in any of the lumens. Patient impact, extravasation. PICC used for tpn. Rewiring migrated PICC. Initial PICC insertion: no complications trim length 45, ext length 5, internal length 40, inserted left basilic. Securacath used.